Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted september 24, 2019.

Manufacturer narrative:
This report is submitted 11 november 2019.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an mris (tesla strength unknown). The patient's head was wrapped as an approved. A skin ulcer resulted at the magnet site.